Manufacturer narrative:
Passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Motor was tested outside of the unit and passed. Motor error alarmed during basic occlusion test due to faulty force sensor. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and broken battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 130 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.